Event description:
It was reported that the device was used during an unk procedure. It was reported that the 511sd gasket dislodged and had to be retrieved from the abdomen laparoscopically. There was no consequence to the pt. No further info known.